Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) reported to technical support that a patient discovered fluid leaking from behind the cassette door of their cycler after ending peritoneal dialysis (pd) treatment. The patient had received air detected in cassette alarms during an unknown phase of treatment and was unable to bypass them. The pdrn advised the patient to end their treatment and set up with new supplies. When the patient opened the cassette door to remove the liberty cycler set, fluid leaked out. The exact source of the leak was unknown and no reported damage was found on the liberty cycler set. The pdrn advised the patient to discontinue use of their cycler and a new cycler was issued to the patient. The pdrn reported that the patient completed their treatment by performing manual exchanges. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The cassette used by the patient was discarded and unavailable to be returned for physical evaluation by the manufacturer. The lot number for the cassette could not be provided. The cycler is available to be returned to the manufacturer for physical evaluation.